Event description:
A pt reported possible inaccurate results with a one touch basic meter. In 2001, pt alleges having a blood glucose reading of 3mg/dl on the ot basic meter. Pt experienced shortness of breath. Pt has a history of unknown heart disease. Paramedics were called, and retested pt on the ot basic, with a blood glucose of 33mg/dl. Pt was transferred to hosp where the pt was admitted with a blood glucose of 200mg/dl. A cardiac catheter revealed that pt had two clogged cardiac vessels. Meter has been replaced for further investigation. No further info is available.